Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The underlying cause was identified as the pivot link broke on the 9099p pump.

Event description:
Dealer stated the pan head phillips screw sheared off the link on the pump while end user was trying to pump up the lift.